Manufacturer narrative:
(B)(4). Results: (B)(4) customer photos were sent that showed the described defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5282887. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ tube 13x75mm, 3.5 ml.